Event description:
The customer observed false positive architect total -hcg results generated for female patient samples. The following data was provided (reference range <5 miu/ml is negative, >/= 25.00 miu/ml is positive): initial result = 91.3 miu/ml, repeat result = <1.2 miu/ml. Initial result = 26.71 miu/ml, repeat result = <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house accuracy testing with a retained reagent kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 65732ud02, however, no increase in complaint activity was identified for list number 07k78. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. The overall performance of the architect total b-hcg reagent, lot 65732ud02 in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent, lot 65732ud02 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k78, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k983424. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive architect total -hcg results generated for female patient samples. The following data was provided (reference range <5 miu/ml is negative, >/= 25.00 miu/ml is positive): initial result = 91.3 miu/ml, repeat result = <1.2 miu/ml. Initial result = 26.71 miu/ml, repeat result = <1.2 miu/ml. No impact to patient management was reported.